Event description:
Information received with return of the device does not address the patient's clinical status but notes that during implant, measured data showed an open circuit. The leads tested normal, and when reconnected to the generator, the readings still showed an open circuit. Therefore, a new device was placed.